Manufacturer narrative:
Updated fields: h7, h9. This supplemental report is being submitted to provide the results of recall information.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the image was green and, in regard to the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image/screen turning green. The issue occurred at an unspecified procedure. The procedure was completed with a back-up device. There were no reports of patient harm.